Manufacturer narrative:
The product was received for evaluation. Visual and functional testing were performed. The visual inspection showed the product was in good condition and had a scratched screen. The device was powered up, testing was performed and the device passed all testing. No issues were found. The root cause of the reported issue could not be confirmed. No further action will be taken at this time. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump was faulty. No patient injury was reported.